Event description:
The patient came in reporting pain due to a subsided stem and the cause is unknown. About 2 months and a half, the surgeon revised the stem, head, and liner. The surgery was completed successfully. Implanted stem: 01.22.730 monoblock stem ø21mm l 240mm lat.

Manufacturer narrative:
Batch review performed on 16 november 2022. Lot: 1901722: (B)(4) items manufactured and released on 05-jul-2019. Expiration date: 2024-jun-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision performed 2 and a half months after cementless total hip arthroplasty. According to report, the revision was necessary due to stem subsidence. The patient's condition before being re-operated cannot be determined since no pre-revision images are provided. Intra-op images show the monoblock stem inserted and a cerclage, presumably to prevent intra-op fractures. The subsidence may happened secondary to aseptic loosening. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. No definite cause could be determined for this adverse event.